Event description:
The hospital physicist was doing system testing following a planning system software update and discovered about 10% difference in dose calculation for two intensity modulated radiation therapy (imrt) techniques which should have had the same result. The monitor units for the multiple static segment technique were in error.

Manufacturer narrative:
This issue was previously investigated, field correction was on-going at the time of this report. This site has received the corrected version as of 29 jan 2009. No follow up reports are anticipated.